Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were air bubbles in her infusion set tubing about three inches from the reservoir. The patient's blood glucose at the time of incident was 158 mg/dl. Troubleshooting was initiated for the air bubbles anomaly. The air bubbles were about two inches long. The customer confirmed that the insulin pump was not rewound with a reservoir in place. The insulin was also stored at room temperature. There were no leaks identified either. The customer was assisted with running a prime through the tubing. The customer changed the infusion set and tapped the reservoir to gather the air bubbles into one large one, and the air bubbles still persisted after the infusion set change. The reservoir and infusion set were returned for analysis and the customer was sent three replacements of each product. Additionally, the customer mentioned that there was a motor error on the insulin pump.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran the occlusion test and no air bubbles were noted.